Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is a temporal relationship between pd therapy on the liberty cycler and the patient death as it was reported the patient had to be disconnected during the treatment at the time of the event. However, there is no documentation to show a causal relationship between the liberty cycler and the death. Additionally, there is no report of a device malfunction or deficiency reported for this event or any recent issues reported for this liberty cycler. The patient¿s comorbidities are unknown, however, long-term survival rates in end stage renal disease (esrd) patients are poor mainly due to cardiovascular disease. The circumstances surrounding the patient death and a cause of death have not been provided. Based on the available information the liberty cycler most likely did not cause the patient death; however, it cannot be excluded as a contributory factor.

Event description:
A patient's spouse contacted fresenius technical support requesting how to cancel treatment in order to remove supplies. It was reported that the patient was not connected to the cycler at the time of the call and the cycler was off. It was reported that the patient has passed away and was disconnected. The date of death was not reported. The patient contact was walked through treatment cancelation. Additional information was requested but to date, has not been provided.